Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer's blood glucose level was 25.8 mmol/l which was treated with an insulin pump. The customer was not using auto mode. The customer declined troubleshooting for high blood glucose. The customer stated the meter was not sending the blood glucose reading to the insulin pump. The insulin pump will not be returned for analysis.